Manufacturer narrative:
Complaint confirmed, the inner collet broke in two. The ID of the broken fragment met specifications. The prongs of the broken fragment are also bent, dented and discolored. The cause of the event is undetermined.

Event description:
On 12/07/2021, it was reported by a facility representative via sems that a ar-18700-49 clamp, and a r-18700-25 sleeve are broken. This occurred on (B)(6) 2021 during a procedure. There was no patient effect reported.